Manufacturer narrative:
Date of event: unknown. (B)(4). The following information was provided by the initial reporter: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed, and the indicated failure mode for broken piece of tube inside the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during centrifugation the tube broke with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: they discovered a peace of broken glass in vacuum tube after centrifuge.